Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that scratches on the screen hard to see, buttons hard to push, sticky, or sometimes unresponsive also piece of plastic chipping off. The customer's blood glucose value was unknown. The insulin pump had no delivery alarm and battery life has diminished. The insulin pump will not be returned for analysis.